Manufacturer narrative:
(B)(4). No further details regarding patient, product or procedure were provided by the reporter. Additional information has been requested but as of yet have not been received. Should additional information become available, the file will be updated.

Event description:
According to the reporter; during a laparoscopic appendectomy procedure, the reducer top broke off into the patient while putting in the instrument. The reducer top was removed from the cavity utilizing the laparoscopic instruments in the case. No x-ray was required. There was no extension to the surgery greater than 30 minutes. There was no additional blood loss, tissue loss, or tissue damage. The condition of the patient is reported to be healthy. The device was discarded by the account.